Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for post operation device check; the right atrial lead exhibited loss of capture at high output. Imaging of the leads revealed the atrial lead was dislodged and the right ventricular lead had lost slack. The physician concluded the issue was caused by the patient moving their arms overhead post implant. Both the leads were successfully repositioned on (B)(6) 2017. The patient was stable prior, during and post procedure.